Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and there was no power to the device. A field service engineer identified that the main half height drawer board 4.1 was causing the station to not power on, replaced the faulty half height drawer board 4.1, ran the half height drawer 4.1 test, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to turn on, and screen was black with no power to device. There were no adverse events or injuries reported based on this event.